Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the large suturecut needle driver instrument cable to have come off track. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grip cable was broken, where a 0.48 was noted to stick out in between the grip tips. The cable segment that contained the crimp remained installed. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.